Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with air bubbles when changing out his infusion set and reservoir. The customer¿s blood glucose was unknown at the time of the incident. Customer stated on the last infusion set change he had to end up changing out the whole thing as soon as he inserted it. The device will not be returned for analysis.